Event description:
Tibia insert would not lock to tibia baseplate. Dr attempted 4 times to lock insert to baseplate, checking soft tissue and posterior lock each time. Replaced with 2nd insert (lot code xboda) which locked on first tap. No adverse effects on pt.